Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of needing assistance to connect the meter and mentioned having high blood glucose of about 400mg/dl. Troubleshooting assisted the customer and no further assistance was needed. No further details given.